Event description:
A malfunction was reported on the customer's pump, but no notable events occurred prior to this issue. It is unknown whether the malfunction impacted the customer's blood glucose level by causing it to exceed 500 mg/dl. The customer was advised to switch to multiple daily injections as a backup therapy and a replacement pump, equipped with the most up-to-date software, was sent. The customer understood and acknowledged instructions to put the original pump into storage mode and return it to tandem using the provided ups return box and pre-paid label within ten days.